Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Console logs - particularly rtlog data - from the reported day of event are consistent with complaint and show that at some point, placement signal values periodically ¿jump¿ to values higher by approx. 110mmhg to those reported moment before (occasionally resulting in alarms # 1048, ¿signal out of range¿), then drop down to correct values. Periods of misreported (shifted) values correspond to low values of optical signal . Isolated instances of ¿loss of opm data¿ due to optical bench communication protocol fw anomaly were observed (as evidenced by alarms #1045 ¿opm communication invalid crc¿), but were unrelated to this complaint. It¿s been also noted that console time was at first incorrectly reported, but was later manually corrected during the case (it had no effect on console or pump operation). Console inspection and testing, performed in danvers, revealed some deficiencies of its optical system: irregularities of the optical bench ccd output (affecting lower pressure values, more that higher pressure values). And debris within optical pump connector (that might have contributed to air gap, thus further lowering signal not reliable). A depleted coin-cell battery on 4-in-1 was discovered, which explains incorrect automated impella controller (aic) time setting after power-up. Repair: replace optical bench and optical pump connector as a precaution, replace coin-cell battery on the 4-in-1 carrier, and perform scheduled preventive maintenance of the console. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
It was reported by the customer that after repositioning, the impella's the placement signal numbers shot up to 200's/100's. The case was successful with the same device. There was no reported harm to the patient reported.